Event description:
A low reading issue was reported on the adc device. A caller reported that an unspecified low sensor scan was received when compared to a healthcare professional (hcp) meter result. The customer experienced confusion and weakness and had contact with an hcp who administered insulin (type/dose unknown) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 102 mg/dl in comparison to an hcp meter result of 285 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.